Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable high elecsys hcg + beta test system result from the cobas e411 disk analyzer. The initial result was 143.9 miu/l. On (B)(6) 2022, a new sample was taken from the patient and the result was <0.100 miu/l. The first sample was then repeated and the result was <0.100 miu/l and was believed correct. The questionable result was not reported outside of the laboratory. The reagent lot number was 614888. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer checked the analyzer but did not find any issues. It was determined the customer was not cleaning the probes or replacing the pinch valve tubes. The investigation determined the issue was due to insufficient maintenance.